Event description:
The patient was a male with anemia, chronic heart failure and chronic obstructive lung disease. He was transfused in 2008, with a unit of blood drawn one month prior, using product 726-92q (lot 0800708). The transfusion was stopped after approximately 1/4 of the unit was infused because the patient exhibited chills, dyspnea, hypotension and tachycardia. The patient was transferred to aggressive care and died shortly thereafter. This event occurred in hospital in another country..